Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating, and subsequently the pump shutdown. Additionally, the customer experienced an unspecified charging issue with the usb port of the pump. There was no reported impact to the customer¿s blood glucose level. The customer declined to provide additional information and declined to perform troubleshooting/follow up from tandem technical support.